Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data was returned and evaluated. The problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction " the allegation was confirmed."

Event description:
The allegation was not confirmed.